Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that at first, the pt had a good result with the device, then there was a deterioration in the amplification. It was suspected that the fmt was no longer in a good position. Therefore, in 2007, surgery was performed to re-position. The surgeon found that the fmt was situated well. Therefore, he tracked the wire towards the implant body. An interruption of the wire was found by the surgeon, in the area of the mastoidectomy, exactly where the feed cable runs like a loop. Therefore, the full explantation of the device was necessary.